Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they were hospitalized recently for an infection. The customer also reported their blood glucose was fluctuating during this event. Customer also reported their sensor glucose read over 400 mg/dl during this incident. The customer also reported having issues with the sensor. The customer had lost signal alerts. The customer reported waking up to a blood glucose of 210 mg/dl. Customer declined to be transferred to the helpline. The customer declined to return the insulin pump for analysis.